Event description:
It was reported that the ilet displayed daily prompts to change the infusion set, which was traced to user selection of ¿no¿ when asked if a new infusion set was placed during supply changes, indicating a use-of-device problem with no specific component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and that the issue was due to use and recording steps performed by the user. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.